Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle mechanism failed. The following information was provided by the initial reporter: saf-t-intima IV needle retraction safety device failed when rn placed IV into patient. The needle did not retract/safety device did not cover the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: in response to the event a device history review was conducted for lot number 2105307. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.